Manufacturer narrative:
Device expiration date: unknown. The customer's address is unknown:  (B)(6) has been used as a default.  FDA notified: the initial reporter also notified the FDA on (date) via (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photo/sample were returned for investigation. Root cause could not be determined. The complaint will be re-opened and re-investigated if the photo/sample is received.

Event description:
It was reported that the needle eclipse 22x1 rb experienced a safety mechanism that detached. The following information was provided by the initial reporter: material no:305768, batch no: unknown. After administering a flu vaccine, when attempting to engage the safety cap, it popped off bd eclipse needle 22g x 1.